Event description:
The customer called to report a high blood glucose reading of 600 mg/dl. The customer did not have a back up plan for manual injections, therefore, the paramedics were called to her home for treatment. Troubleshooting was performed and the insulin pump passed the prime test. The tubing clamp was not available to perform the high pressure test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.